Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that they experienced high blood glucose level of 516 mg/dl. The customer treated with a bolus from the pump. The customer's blood glucose went down to 362 mg/dl. An hour later, the customer's blood glucose was 334 mg/dl. The customer was hospitalized due to a foot infection. The product was not returned for analysis.